Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this annuloplasty band, the band was explanted and replaced with a bioprosthetic valve. It was reported that the repair attempt was unsuccessful but there was no allegation against the annuloplasty device itself. No adverse patient effects were reported.